Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 7.1, 4.9, 1.6; lab: 5.5, 5.2, 5.4. Patient stated that she was told to run a correlation with lab, testing every hour for 3 hours. Each test was done back to back every hour. First inratio result was by fingerstick, venous blood from syringe was used for last two tests. Patient's therapeutic range: 2-3. Patient noticed some unusual bruising/bleeding. Patient stopped taking diflucan (antifungal antibiotic) about 2 weeks ago.